Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed test steps during testing. The device's machine flow sensor and system board need to be replaced to address the issues.